Event description:
The service report shows that the customer reported error codes which suggest that the 840 ventilator stopped cycling while in use on the patient. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Puritan bennett was not authorized to repair the unit. The customer reported to have replaced the bd cpu. The puritan bennett customer support engineer (cse) conducted final testing.